Event description:
After iabp for two hrs, the iab leaked. Event complications: unk - reported 12/2/96. Pt's current status: unk - rpt'd 12/2/96.

Manufacturer narrative:
This follow-up MDR was mailed to the FDA on 4/25/97. Device label code for f10. Position 1: 1738. Evaluation summary: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.